Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 3:37 p.m. A sample from the patient was tested using the meter, resulting in a value of 5.1 inr. The patient then realized she had forgotten to change the meter code chip associated with the test strips. The patient changed the code chip and repeated testing at 3:41 p.m., resulting in a value of 3.4 inr. The patient's hands were not washed prior to sample collection. The patient's hands were dry when collecting samples. The patient was not sure if sample was applied to the test strip within 15 seconds of the fingerstick. The meter measurements were reported to the patient's doctor. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr. Qc 2: 5.1 inr. Qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.